Event description:
A baxter sales representative reported to baxter (B)(4), on behalf of a customer, of a one-link needle free IV connector in which the nurse detected under infusion of an unknown medication. The reported condition occurred during patient use. Patient injury/adverse events or medical intervention in association with this event is unknown at this time. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.